Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving lioresal (500 mcg/ml at 74.9 mcg/day) via an implantable infusion pump for intractable spasticity and multiple sclerosis (ms). It was reported that there was a motor stall and motor stall recovery in (B)(6) 2018, which was due to an MRI. There were no issues with the motor stall/stall recovery at the time of the report. No patient symptoms were reported. No further complications were reported.